Manufacturer narrative:
Update to h6 and h11: component code, type of investigation, investigation findings, and investigation conclusions, (impact code: correction) to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed calcification and undersized patient vessel in the femoral and into the abdominal aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In this case, the complaint for the inability to introduce sheath was confirmed. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event as both were present in the access vasculature per imaging evaluation and it was reported that the patient had "small, calcified anatomy". Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition that can increase friction and result in difficulty advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards field clinical specialist during a tavr procedure, a 14f esheath was unable to be advanced into the abdominal aorta due to heavy calcification resulting in a dissection of the common iliac. The common iliac artery was ballooned without improved access. A shockwave balloon was inflated multiple times and an attempt to insert the sheath several times was unsuccessful. The esheath was removed and a non-edwards 14f sheath was inserted. The procedure continued. After the non-edwards 14f esheath was removed an angiogram was performed and revealed a dissection of the common iliac artery. There was no additional intervention for the dissection reported. It was unclear when the dissection occurred as there was no imaging performed prior to the non-edwards sheath placement. The artery was of small caliber and heavily calcified; however, the procedure continued despite the vessel being unsuitable for our sheath. The perceived root cause was due to patient factors.